Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer also reported a minimum fill notification occurred but declined to provide additional information regarding the issue. The customer¿s blood glucose level was 211 mg/dl.